Manufacturer narrative:
Concomitant medical products and therapy dates: model: 3186, scs lead, therapy date: unknown.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-00514. It was reported the patient had been receiving inadequate coverage. One of the patient's two leads was found to have migrated. In turn, the patient underwent surgical intervention. During the procedure, the doctor decided to explant and replace the migrated lead. The doctor also decided to slightly relocate the patient's other lead. Surgical intervention addressed the patient's issue. Note: both of the patient's leads are being reported as explanted because it's unknown which device was replaced via surgical intervention.